Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 46mg/dl which was treated gatorade. Customer had alert like calibration not accepted and change sensor. Customer declined troubleshoot for low blood glucose. Product will be return for analysis.